Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was erosion at scs site through skin. Patient presented with severe pain and ins protruding through abdomen. Patient was hospitalized. Patient had the device replaced and new system put in (B)(6) 2020. Resolved without sequelae (B)(6) 2020.